Manufacturer narrative:
The product was not returned for analysis. Additional info will be submitted within 30 days of receipt.

Event description:
The physician placed the prowler plus select microcatheter distal to the neck of the aneurysm as directed to do so on enterprise (IFU) instruction for use. The enterprise vrd was prep according to the IFU. During advanced of the enterprise through the micro-catheter, the enterprise delivery system stopped advancing through the microcatheter, then while pulling back the enterprise system, the prowler severed in half at a point that was still outside the body (not contained within the guiding catheter). As he was trying to pull back the stent, it got lodged into the hub on the prowler. The fracture site of the catheter was not near the touhy or the flow switch. It just seemed to break in half. It was a clean break. The product was not crimped with the touhy, it just separated. Prior to inserting in the pt, there were no damages with the microcatheter, it was prep normally. There was no pt injury. Another system was utilized to complete the procedure.